Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly with a prostyle device, the lever was raised without resistance to deploy the foot. The device came out of the anatomy while trying to secure against the vessel wall. Resistance was not felt as the device was removed. The tavi procedure was completed. Manual compression was applied to achieve hemostasis. The device was reviewed outside the anatomy, and it was noted the rear foot was missing. It¿s possible that the separated foot remains in the patient. However, health damage has not been reported. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported foot separation was confirmed. The reported ¿device came out of the anatomy while trying to secure against the vessel wall¿ could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that contribute to a foot separation may include, but are not limited to, user does not gently pull the device back to position the foot against the wall); use of excessive force leading to foot break, rotating the device with the foot in the deployed position. Rotation or movement of the device with the foot in the deployed position can result in a stress overload to the foot, thus contribute to a foot separation. Separation of the foot would subsequently contribute to the device coming out of the anatomy as the foot would no longer be in place to anchor the device to the vessel wall. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.